Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit and blank display. Customer's blood glucose at time of incident was 320 mg/dl. Customer was advised to insert new aaa alkaline battery and display returned. Customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm failed. Customer's blood glucose at time of incident was 320 mg/dl. Customer was advised to insert new aaa alkaline battery and patient received failed battery test. Customer already reverted to backup plan.